Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer.

Event description:
Additional information was received. It was reported that the cause of the event was pseudomeningocele. It was noted that the fluid pocket increased the distance to the implant which created the charging issue. A surgical revision occurred on (B)(6), 2012, where the pseudomeningocele was repaired and the fluid collection was resolved. It was noted that this allowed good connection with the device. Hospitalization was required, but the patient recovered without sequela.

Event description:
It was initially reported, the patient had coupling and communication issues using the recharger and the implantable neurostimulator (ins). The patient had never had success using the recharger. The ins battery was at 1/4 full. Use of antenna locate to recharge was not successful. The patient had tried to charge for 2 hours with no coupling bars but "nothing happened." A different recharger was going to be used. Additional information received the day of report reported the patient still had concerns and was going to have a surgery on (B)(6) 2012. The patient had a pocket revision surgery that day to address a seroma at the pocket site. Approximately 1 week later, the patient still had coupling and communication issues. The device site was palpated, and the reporter could not feel the ins. There appeared to be some swelling as well as a bandage. Prior to (B)(6), the patient got "some" coupling bars filled, but at that time, she started to have problems with recharging and wasn't getting any bars filled. In (B)(6), the patient received a new recharger when she started to have trouble recharging. The patient charged the device for approximately 4 hours, during that time, a temperature warning occurred 2 times. The ins was discharged at the time of report. The patient was also in the hospital at the time, however, it was not stated why or if the patient had been admitted. The patient was going to allow the pocket area to heal before attempting further recharge. Approximately 2 days later, additional information received reported the patient had a cerebrospinal fluid (csf) leak that caused the pocket to swell with fluid, and the recharger could not recharge the battery. It was reported the "product wasn't the issue." The patient was getting better charging now that the fluid was gone and swelling was down.